Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report. Device not returned to manufacturer.

Event description:
Consumer stated that while removing the tampon, the pledget came apart inside her. She states the cotton started coming apart when pulling on the string, causing the pledget to come apart. She was able to remove the product without any injuries.